Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post implant the patient reported their heart rate was low and below the lower rate limit. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.